Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges inaccuracy with the pump delivery. Caller reported patient was hospitalized with ketoacidosis; was treated with IV insulin. No product return was requested.